Manufacturer narrative:
Further analysis was performed on the display module. This analysis could not confirm the display failures found during repair of the device, no defect found.

Event description:
It was reported that the output on the external pulse generator was out of specification. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event. However it was noted that the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the ring was bent, the battery drawer was damaged, and the display was out of electrical specification. (B)(4).